Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous and mild to moderately calcified distal right coronary artery. The physician advanced a 15mm x 3.50mm apex balloon to predilate the lesion. The apex balloon was inflated to an unknown atms. On the second inflation the balloon ruptured at 18atms. The procedure was completed with another 15mm x 3.50mm apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).